Event description:
On (B)(6) 2020, the patient received the following results within 15 minutes: 280 mg/dl and 135 mg/dl. On (B)(6) 2020, the patient received the following results within 15 minutes: 404 mg/dl and 145 mg/dl.